Event description:
It was reported that during preparation of the 7.0 x 40 mm absolute pro stent system ((B)(4)), the stylet was removed and the stent partially deployed. The stent system was not used and there was no patient involvement. The stent was then deployed outside the patient anatomy by cath lab staff. A second 7.0 x 20 mm absolute pro stent system was then advanced into the patient anatomy and deployed at the target site. However, due to the size of the target lesion, the 7.0 x 20 mm stent was not long enough to cover the target lesion and required additional stenting. A 7.0 x 60 mm absolute pro stent system ((B)(4)) was then opened; however, it was noted that the strain relief, outside the handle, was dislodged and able to slide up and down the catheter. The device was not used. The physician ended the procedure at that time, as the site did not have the correct size absolute pro stent system available. The patient returned the next day and a new 7.0 x 40 mm absolute pro stent was advanced and the stent deployed to cover the target lesion. There were no adverse patient effects; however, there was a clinically significant delay, as the patient was required to return to the cath lab the following day for additional stenting. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 7.0x40 mm absolute pro referenced is being filed under a separate manufacturer report number. An analysis of the returned device revealed that the strain relief tubing was intact and not separated or loose as reported. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.